Manufacturer narrative:
The reported event of mw file - failure to alarm file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. Review of the source device s/n (B)(4) service history showed the device had a manufacture date of 1/24/2013. A review of the device service history record was performed beginning from the date of manufacture to the present date. Review of the qn database was performed beginning from the date of manufacture through present. The database showed a quality notifications was not opened for the source device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "rn reported that she started fluid d51/2ns on a patient and when she checked on them it had infiltrated. The rn reported that it never alarmed for pressure. Rn felt that it should have alarmed if it was infiltrated." An incomplete date of event of (B)(6) 2018 was provided. The customer also reported that after the infiltration, the md was aware and the patient's arm was elevated and wrapped in a warm compress.

Manufacturer narrative:
The reported event of mw file - failure to alarm file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. Review of the qn database was performed beginning from the date of manufacture through present. The database showed a quality notifications was not opened for the source device.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "rn reported that she started fluid d51/2ns on a patient and when she checked on them it had infiltrated. The rn reported that it never alarmed for pressure. Rn felt that it should have alarmed if it was infiltrated." An incomplete date of event of (B)(6) 2018 was provided. The customer also reported that after the infiltration, the md was aware and the patient's arm was elevated and wrapped in a warm compress.